Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was seen by her managing physician for unrelated issues, but they said stim was helping now and she did not need anything from the manufacturer. No x-ray was taken at the visit with her physician in january. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the x-ray is more than likely to take place in january at the next appointment with the hcp if the hcp asks for it. No further complications were reported.

Manufacturer narrative:
Correction to follow up report 3004209178-2018-27788 follow up 003. The date the manufacturer received information was 2019-jan-29 and not 2018-jan-29. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a loss of back coverage. There were no falls reported. The patient said she had been quite active of late "wrenching" on her back and doing a lot of twisting. Impedances were normal. The rep tried to reprogram, but it was unsuccessful in covering the patient's back. It was unknown if surgical intervention occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep).it was reported that the rep tried reprogramming the system but was unable to achieve good axial back coverage. Surgical intervention was possible pending new x-rays confirming a lead migration. The rep said it was impossible to say if the wrenching and twisting caused the loss of coverage. The patient said that is the only thing that could have happened around when the loss of coverage occurred. No lead fracture or device issue was found. No further complications were reported.